Event description:
Dobhoff tube inserted by dr. (B)(6) during surgery on (B)(6) 2015. X ray on (B)(6) 2015 shows about 3-4 inches of dobhoff spearated from original tube. As of (B)(6) 2015, piece of tube has not passed, possible obstruction.